Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the interlock was returned for analysis. It was observed that the main coil was bent and stretched and also the coil arm detached.

Event description:
Reportable based on device analysis completed on 24july2025. It was reported that the coil unable to advance occurred. The target lesion was located in the abdominal aorta. A non-bsc catheter and 20mm x 40cm interlock .035 was selected for use. During the procedure, the coil could not be pushed, and after several attempts, the coil could not still pushed out. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a coil arm detached.